Manufacturer narrative:
Review of the analyzer data showed no indication of analyzer issues which may have contributed to the customer's allegation. Investigation of the reagent kit lots did not identify any product issue. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results for 6 patients when compared results generated by the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system with another platform at a reference lab. It was indicated that the reference lab mostly used the abbott m2000 platform to test the majority of the specimens. No confirmation on the test used by the reference lab was provided. These samples were being used for the validation of the cobas liat system. The results were not used for any diagnostic purposes, and were not reported to any patients or physicians. Review of the analyzer data showed no indication of analyzer issues which may have contributed to the customer's allegation. Investigation of the reagent kit lots did not identify any product issue.